Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-442a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The surgical fiber was returned with minimal information. The fiber was used for 36,000 joules of use and 6 minutes. The fiber was exchanged and the procedure was completed with a second fiber. There was no injury to the patient reported.